Event description:
A surgeon reported the "nut" was detached from the syringe tip, when opened. There was no pt impact associated with this event.

Manufacturer narrative:
Investigation of the returned sample revealed that the luer lok adaptor (lla) was attached to the syringe. The returned product was tested and performed according to specifications. The lla did not detach during testing. A functionality test was performed on retention samples. Test results met specifications. Investigation showed that no remarks related to the complaint were reported in the batch record. All syringes are visually inspected, items with incompletely assembled lla are removed. No loose lla were found for this batch. One other complaint has been reported in this lot number.